Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) still inside of the assembly, an ars syringe, and one introducer needle for evaluation. The swg displayed signs of use. A visual inspection of the ars syringe and introducer needle revealed no defects or anomalies. A visual inspection of the swg revealed a bend in the swg body and offset coils on the distal end. Microscopic examination of the guide wire confirmed the bend and offset coils. Both welds were present and were observed to be full and spherical. The offset coils were located approximately 1.1 cm from the distal end of the swg. The bend was located approximately 3.2 cm from the distal end of the swg. The overall length and outer diameter of the guide wire body were measured and were within specification. To functionally test the guide wire, the swg was advanced through the returned ars syringe and 18ga introducer needle. The guide wire passed through both components with slight resistance at the bend. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggest techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. A bend and offset coils were examined in the swg body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer the swg (spring wire guide) kinked. The md followed the IFU. The md used a new set and completed the procedure successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer the swg (spring wire guide) kinked. The md followed the IFU. The md used a new set and completed the procedure successfully.